Manufacturer narrative:
Follow up #2 submitted: 11/11/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device analysis: the device was returned to the manufacturer and investigated by product analysis on 10/19/2016 with the following findings: on investigation, the pump powered on normally. The display screen was found to be fully illuminated without any signs of dimness, fading or discoloration. Investigation did not confirm the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Follow up #1 submitted 9/19/2016: correction to report date, describe event or problem, and date received by MFR: a review of the complaint record indicated this complaint was received by animas on 8/23/2016, not 8/24/2016 as previously reported.